Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had loss of capture and exhibited fusion due to asynchronous pacing. The right ventricular pace was occurring at the same time as an intrinsic contraction. Programming changes were completed to address the issues. The patient was stable.